Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that excessive force is required to press the wake button and activate display. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 176 mg/dl.